Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 08 january 2015. Expiry date: 01 january 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a surgery, the reported blade could not lock after insertion despite of several attempts such as applying driver to turn the blade or as adjusting the angle by the impactor. Eventually, the surgeon removed the reported blade, inserted a spare blade, which different lengthen from the reported blade, at the different position of nail, and went on the surgery. The surgery was prolonged for twenty (20) minutes. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the device shows abraded color on both flanks of the body sleeve, but no other damages are visible. Nevertheless, the event description describes that the blade could not be locked. The device was in the locked position when received. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9321193 was manufactured in january, 2015 in a quantity of (B)(4) parts. No evidence of any quality issues associated with this article and lot number. The root cause for this complaint condition could not be confirmed, but the likely cause of failure was not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.